Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed the infusion set and insulin delivery was resumed. There was no reported impact to customer's blood glucose. As occlusions occurred in the past, tandem technical support was unable to determine a possible cause of the event.